Event description:
Rvtip to rvcoil lead impedance 1881 ohms (threshold 1500 ohms) on (B)(6)2016, (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).